Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) to report a check your check position message while on the homechoice device during fill 1. The technical service representative (tsr)had the caregiver (cg) check the patient line for air. The cg stated that the patient line had gaps of air in it. The tsr assisted the cg with ending the therapy to restart with all new supplies. Follow up with the caregiver revealed that the supplies were discarded and the caregiver does not recall how it happened or the lot number. The cg stated that the supplies appeared to be fine. No medical intervention or patient injury was associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a check your position alarm was not confirmed due to a lack of sample. A root cause was not identified due to insufficient information. Baxter will continue to monitor similar reports to determine if further actions are required.